Event description:
An endurant aui stent graft system was implanted in a patient for the endovascular treatment of a 55 mm diameter fusiform abdominal aortic aneurysm. Length of non-aneurysm aortic neck was 21 mm, proximal diameter of non-aneurysm aortic neck was 22 mm, distal diameter of non-aneurysmal aortic neck was 23 mm, diameter of right iliac artery was 10 mm, and diameter of right femoral artery was 6 mm. The right and left iliac arteries were mildly tortuous. Degree of circumferential thrombus and or calcification was 100%. It was reported that during a follow up an ultrasound noted a type ii endoleak in the right anterior. There was also sac expansion observed due to the presumed endoleak. A secondary procedure was performed to resolve the type ii endoleak. During the secondary procedure clotting complications were noted. The clot was removed with a balloon and angioplasty and renal arteries were rescued. The event was resolved after treatment. No additional clinical sequelae were reported. Investigator indicated event related to device and procedure.

Manufacturer narrative:
(B)(4).